Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The device was returned with the knob partially opened. No other defects or anomalies were observed. Reference files for (B)(4)investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. However, the clip had a broken boss. It could not be determined how or when the boss broke off of the clip. Based on the condition of the clip, it does not appear that there was a molding issue. The remaining clips were all intact and all able to properly load and close. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned. All of the clips were able to function properly. However, a defect was confirmed as one clip had a broken boss. It could not be determined how the boss broke off of the clip. The clip with the broken boss was still able to load and close properly. The reported complaint of "applier not working properly" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws and close. However, the first clip had a broken boss. It could not be determined how the boss got broken, but it does not appear to be a molding defect based on the condition of the clip. The device was received with 4 clips remaining in the channel indicating that the end user fired 11 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device and it could not be determined what caused the broken boss. No further action will be taken.

Event description:
The device pushes the clip and the clip comes out of the applier without clipping. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600553 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device pushes the clip and the clip comes out of the applier without clipping. The patient's condition is unknown at this time.